Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy and rupture.

Event description:
Patient reported left sided "fibrosis plaques¿, ¿fibrous mastopathy¿, ¿prosthesis with undulating edges and fluid located between the fibrous capsule and the breast implant¿, ¿intracapsular rupture¿, and ¿inflammatory-like lymphadenopathy in both axillary hollows.¿ device remains implanted.

Event description:
Device has been explanted.